Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the battery not keeping a charge was unknown. It was maybe bad in 3 years, it was implanted on (B)(6)15. When asked about steps taken the doctor and rep were listed. The issue has not been resolved as well, they needed to change back to non-rechargeable. There were no further complications reported.

Manufacturer narrative:
Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported the patient would charge the implantable neurostimulator (ins) to 100% and by the next day, the ins battery was at 50%. It was stated the ins would not keep a charge and used to last longer. It was noted the patient did charge their ins 100% full. No symptoms were reported. No further patient complications have been reported as a result of this event.